Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported an echocardiogram identified vegetation on the active and previously capped leads. The patient developed an infection of unknown origin. The physician decided to remove the device and both leads. The device and one lead was replaced. No further patient complications have been reported as a result of this event.